Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The modular head and acetabular cup were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately 4 years post-implantation due to pain, discomfort, soreness, lack of mobility, weight gain, difficultly walking, metallosis, loosening, fracture, dislocation, elevated metal ion levels and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a left hip revision procedure approximately 4 years post-implantation due to local tissue reaction, elevated metal ion levels and malunion of a femoral fracture that occurred prior to initial implantation. During the procedure, collections of dark red and clear yellow fluid, gray tissue and scar tissue were noted. The modular head was removed and replaced, and an active articulation bearing was implanted to complete the procedure

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.